Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that additional t-wave oversensing episodes were observed. The patient was doing fine and no inappropriate shocks were delivered.

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were recommended.